Event description:
Procedure type: laparoscopic urological surgery. According to the reporter: during the procedure, cutting became dull. At the same time, the shaft which was connected to the transducer broke and the device could not be used any more. A new device was opened and used to complete the procedure.

Manufacturer narrative:
(B)(4).